Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the right coronary artery. The stent of a 3.5x15mm xience alpine dislodged when the device was pulled back into the guide catheter and migrated down to the superficial femoral artery. The stent was snared and removed successfully through the left groin. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.